Manufacturer narrative:
Reliability analysis inspected 6 opened and used sensors and on 5 of 6 performed bicarbonate buffer test. Sensor passed per specification with accurate readings. Last sensor found sensor broken. The broken part was missing and was unable to confirm if the customer received the sensor damage due to sensor was returned opened and used.

Event description:
The customer reported via phone call that they received a sensor error alarm and calibration error alarm. The customer also reported that the sensor was giving inaccurate readings. The customer's blood glucose was unknown at the time of incident. The customer stated that the issues happened to multiple sensors. The customer declined to troubleshoot. The sensor will be returned for analysis.